Manufacturer narrative:
The information received indicated that when the physician opened the inner pouch, he found the "seal of the inner pouch had already been opened in one corner". When the physician noticed the issue, he had already opened a corner of the inner pouch. This was noticed before use on the patient. Another product was used to complete the procedure. One non-sterile firestar 2.50 x15 mm was received inside to an opened pouch seal (supplier). A seal reduction could be observed in the middle section of the pouch seal (supplier).the seal appeared to be reduced from the inside out. Transfer material was observed on the film on the opened section and on the reduced section of the seal. The rest of the pouch seals were inspected and they appeared intact. No additional damages were observed. (B)(4) was measured and was found out of the specification parameters. The pull test of the pouch was not performed since the reported failure was confirmed under visual and dimensional analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed. The root cause could not be conclusively determined; however an investigation has been initiated to address this failure.

Manufacturer narrative:
The device was returned for evaluation, however, the device analysis is not yet complete. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15249871 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that when the physician opened the inner pouch, he found the seal was not very good, but the inner pouch had already been opened 'for a piece of corner'. The seal was not complete in the inner pouch, some leakage (general exposure to air) could be observed. When the physician noticed the issue, he had already opened a corner of the inner pouch. This was noticed before used on the patient. He changed the device for another one to complete the procedure.